Event description:
It was reported that the video adapter provided an error description regarding the device does not lock correctly onto the lens and constantly falls off. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to deterioration of camera connector, the camera head cannot be connected securely. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: does not lock correctly onto the lens constantly falls off due to deterioration of camera connector, the camera head cannot be connected securely. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.